Event description:
Reporter alleged the customer obtained discrepant blood glucose values of 11 mg/dl back-to-back with a result of 349 mg/dl when testing was performed 2 minutes a part on the active system. It was not provided as to whether any actions were reportedly taken or treatment received. A request was made for the return of the suspect device and a replacement product was sent.